Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the enseal x1 jaws were used for many fires. The products jaws became stuck and difficult to open. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r93e7f. The device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. No issues were noted with opening and closing of the jaws and there were no anomalies noted with the functionality of the device. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.